Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it displaying an alarm indicating high peep was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the ventilator provided an alarm indicating higher peep (positive end expiratory pressure) than set. There was no patient involvement associated with the reported event.